Event description:
It was reported that the both monitors flash and gave a pixelated image, causing the patient to be re-exposed. The repeat image was fine. Seeing as this was a onetime event the customer wants to monitor and see if it happens again.